Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as either the uti or cross contamination from the diarrhea; however, the cause could not be confirmed, the event was assessed as unknown. On the same day as the event onset, the patient was hospitalized for peritonitis and an unrelated medical condition. While hospitalized, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing via the hospital cycler. It was not reported if the peritonitis was resolved. No additional information is available.